Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with an infection. The device was explanted and replaced in a procedure on (B)(6) 2021. The patient tolerated the procedure well.